Event description:
It is reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted there was a preexisting chordal rupture and imaging was difficult. One xtw clip ((B)(6)) was inserted and advanced under the valve. Grasping was noted to be difficult, but the clip was successfully deployed. However, after deployment, a chordal rupture was observed. An xt clip ((B)(6)) was then inserted and positioned directly next to the first clip. However, the clip was unable to grasp both leaflets and tissue damage was noted. The clip was repositioned and deployed on the mitral valve. Mr remained at a grade of 4; therefore, an nt clip ((B)(6)) was inserted. Grasping was performed but was unsuccessful. It was noted the nt clip came in contact with the xt clip, causing the tip of the xt clip to move on the leaflets. The xt clip remained stable and the nt clip was still unable to grasp the leaflets. The physician decided to remove the nt clip and discontinue the procedure. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the positioning failure associated with leaflet grasping appears to be related to patient conditions and due to bi-leaflet prolapse and flailed anterior leaflet. Image resolution poor is related to procedural conditions associated with suboptimal imaging quality. The reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this third clip interacting with the second implanted clip, causing migration of the second implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.